Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a (B)(6) female patient who had essure inserted. In 2011, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure coil removal). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') and craniocerebral injury ('brain trauma') in a 36-year-old female patient who had essure (batch no. (00)3563247-inv) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included levetiracetam since (B)(6) 2017. In 2011, the patient had essure inserted. On (B)(6) 2017, the patient experienced craniocerebral injury (seriousness criterion hospitalization), headache ("headache") and abdominal pain upper ("stomach aches"). On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure coil removal). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown and the craniocerebral injury, headache and abdominal pain upper had not resolved. The reporter considered abdominal pain upper, craniocerebral injury, headache and medical device removal to be related to essure. Lot number reported (003563247 - or 3563247) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-mar-2021: with follow up information (reporters other name provided, initials extended), this report was detected to be a duplicate to record # (B)(4)(medwatch 3500a MFR number 2951250-2021-00229) which will be deleted in bayer safety database after all information was transferred to this duplicate record # (B)(4)which will be retained. New: new events were added : abdominal pain upper, craniocerebral injury, headache all ongoing since (B)(6) 2017, concomitant drug levetiracetam used. Essure lot number was reported ((00)3563247) which is not valid according to quality evaluation. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a 39-year-old female patient who had essure inserted. In 2011, the patient had essure inserted. On 6-jan-2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure coil removal). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('only a very small portion (a few coils) were able to be removed') and craniocerebral injury ('brain trauma') in a 36-year-old female patient who had essure (batch no. (00)3563247-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida and parity 3. Concomitant products included levetiracetam since (B)(6) 2017. In 2011, the patient had essure inserted. On (B)(6) 2017, the patient experienced craniocerebral injury (seriousness criterion hospitalization), headache ("headache") and abdominal pain upper ("stomach aches"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the device breakage outcome was unknown and the craniocerebral injury, headache and abdominal pain upper had not resolved. The reporter considered abdominal pain upper, craniocerebral injury, device breakage and headache to be related to essure. Lot number reported ( (00)3563247-inv ) is not valid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 9-apr-2021: medical record received. Event medical device removal was updated to "only a very small portion (a few coils) were able to be removed". Reporters information and medical history was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') and craniocerebral injury ('brain trauma') in a 36-year-old female patient who had essure (batch no. (00)3563247-inv) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included levetiracetam since (B)(6) 2017. In 2011, the patient had essure inserted. On (B)(6) 2017, the patient experienced craniocerebral injury (seriousness criterion hospitalization), headache ("headache") and abdominal pain upper ("stomach aches"). On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure coil removal). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown and the craniocerebral injury, headache and abdominal pain upper had not resolved. The reporter considered abdominal pain upper, craniocerebral injury, headache and medical device removal to be related to essure. Lot number reported ( (00)3563247-inv ) is not valid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 10-mar-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('only a very small portion (a few coils) were able to be removed') and craniocerebral injury ('brain trauma') in a 36-year-old female patient who had essure (batch no. (00)3563247-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida and parity 3. Concomitant products included levetiracetam since (B)(6) 2017. In 2011, the patient had essure inserted. On (B)(6) 2017, the patient experienced craniocerebral injury (seriousness criterion hospitalization), headache ("headache") and abdominal pain upper ("stomach aches"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the device breakage outcome was unknown and the craniocerebral injury, headache and abdominal pain upper had not resolved. The reporter considered abdominal pain upper, craniocerebral injury, device breakage and headache to be related to essure. Lot number reported ( (00)3563247-inv ) is not valid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 20-apr-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.